Event description:
During biomed check of device, the device was powered off and on. After cycling the power, the device failed the self test and displayed "defib charge fail." This would prevent shocking a pt. There was no pt involved.